Manufacturer narrative:
(B)(6) device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that temporary lids on bd¿ multi-use nestable sharp collector, 8 qt hinge caps open naturally and will not remain shut before/during and after use. There was no injury or medical intervention reported.

Manufacturer narrative:
After further review of this MDR, this complaint was over reported based on the updated reportable criteria. The lids on this device are designed to open as needed until the device is full. Once the device is full, the lids can be placed into a permanent locking position and disposed of accordingly.